Event description:
Patient reported receiving repeated e7 (electronic error) messages on the infusion device. Patient stated the infusion device was also missing the vibration alarm. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result e7002 were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.